Event description:
The customer reported being in the hospital with low blood glucose. The glucose level at time of her admission was 137mg/dl. Initially, the grandmother stated that the customer was experiencing some lows and would like to reset the insulin pump to control the amount of insulin she gets. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that the hospital does not know anything about the device; she was advised to disconnect from the insulin pump and to use shots, but did not work and she lowered her insulin pump settings. The customer stated that she is new device user and just had a baby. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.